Manufacturer narrative:
Report number: 1038671-2024-00694 g4: 510k unknown due to specific device not reported. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00694. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component to the femoral bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6)2017, and then experienced revision surgical procedure on (B)(6)2020 approximately 2 years after initial implant. The patient has experienced femoral loosening, scar tissue and implant pain. No further issues or complications were reported. No images were provided. There is no other information available.